Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut down unexpectedly. Upon turning the pump back on, a malfunction alarm occurred. Customer's blood glucose level was 287 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged unexpected shutdown issue could not be verified.